Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that the patient presented to the hospital for a new system implant. All electrical values were normal and pocket was closed. Shortly after the implant, high thresholds, low sensing, and varying impedance measurements were noted. Loss of capture was noted one day post implant. The lead was explanted and replaced. Patient is in good condition.